Event description:
While transferring the patient from the concerto with the use of the bianca, the caregiver pulled the jib at the right hand side of the sling and handgrip in the direction of the chair. During the transfer, the right shoulder clip became loose, which resulted in the patient falling out of the sling backwards and sidewards. The caregiver was able to catch the patient and they both fell on the tiled floor (patient could have fallen approximately 80cm from tailbone to floor). No injuries were detailed in the investigation report.